Event description:
It was reported that an ilet charger exhibited a flashing indicator light and failed to charge the device despite use of a different power plug, after which replacement supplies were initiated and basic troubleshooting and education were completed. Symptoms included no clinical symptoms reported. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included review of user report and remote troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a charging subsystem issue, with no additional device performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was a defective external charger.

Manufacturer narrative:
Initial.